Event description:
It was reported that a user experienced repeated pairing failures when attempting to connect a new dexcom g6 sensor to the ilet, resulting in inability to initiate continuous glucose monitoring until the ilet was restarted, after which the sensor connected and began warmup. Symptoms included anticipated dosing suspension warnings and the need to change the insulin infusion set. Outcomes included temporary interruption of automated insulin dosing and user-performed set change without clinical escalation. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that device reboot restored connectivity and function, indicating a transient communication issue. It was concluded that the event resolved with a restart of the ilet and did not require further clinical intervention.